Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high and low blood glucose of 72 to 442 mg/dl and would like to check the pump. Troubleshooting found that the drive support cap was normal and the pump settings are correct and the pump passed the displacement test. Troubleshooting advised customer that the pump is operating as designed. Customer was also advised to monitor the pump and call back if issues persist.